Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump had a scratched display window and a broken belt clip slot.

Event description:
It was reported that the customer was hospitalized with a high blood glucose of 415 mg/dl. Offered to troubleshoot, but the mother declined. She felt that something was wrong with the insulin pump, and requested a replacement. Nothing further was reported.